Manufacturer narrative:
Additional, corrected, and/or changed data: g.1., h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported that patient was injected with juvederm vista volift xc and juvederm vista voluma xc in lower eyelid, cheek, and tear trough and immediately experienced an embolism. Patient was treated with 1500u of hyaluronidase and prostaglandin. One month later, symptoms were almost resolved with only pigmentation remaining. This is the same event and the same patient reported under MDR ID# 3005113652-2021-03020 (allergan complaint #(B)(4). This MDR is being submitted for the suspect product, juvederm vista voluma xc.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected with juvederm vista volift xc and juvederm vista voluma xc in lower eyelid, cheek, and tear trough and immediately experienced an embolism. Patient was treated with 1500u of hyaluronidase and prostaglandin. One month later, symptoms were almost resolved with only pigmentation remaining. This is the same event and the same patient reported under MDR ID# 3005113652-2021-03020 (allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, juvederm vista voluma xc.